Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Pt reported she had a large circle composix kugel patch implanted via an open procedure in 2006. She had abdominal pains and a knot on her stomach almost immediately after surgery. Her incision would also not heal. Her doctor removed a broken ring from the patch in 2007, but left the rest of the patch in. She still has constant abdominal pains, chills, and diarrhea since the broken ring was removed.